Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that gamma nail was revised to hemi arthroplasty during removal the nail broke at the lag screw hole. There was a 45-60 min delay to get the nail out.

Manufacturer narrative:
The evaluation revealed the broken nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An investigation of the nail was not possible because it was not available, the root cause of the nail breakage could not be determined. The customer reported that the nail broke during exchange to a hip arthroplasty, indicating that the arthroplasty was necessary regardless of the nail. Therefore it is very likely that the bone fracture was not healed (non-union) in an acceptable time frame, so the surgeon decided that the nail was no longer the correct treatment and an artificial joint must be implanted. The fact the nail broke during explantation confirms a not healed bone fracture because most likely the nail broke over a long time period step by step in a fatigue fracture due to several loads only to the nail. Non-unions and postoperative loads are adverse effects that can lead to implant breakages and are listed in the IFU and operative technique. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that gamma nail was revised to hemi arthroplasty during removal the nail broke at the lag screw hole. There was a 45-60 min delay to get the nail out.